Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message from the adc device. Due to this, the customer was unable to monitor glucose and experienced a loss of consciousness, requiring treatment of oral liquid glucose provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Issue is not confirmed to use due to plug not properly seated. Extended investigation has been performed. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating the sensor was never activated by the customer) and insertion failures were observed. Watermark was not observed at base of tail. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message from the adc device. Due to this, the customer was unable to monitor glucose and experienced a loss of consciousness, requiring treatment of oral liquid glucose provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message from the adc device. Due to this, the customer was unable to monitor glucose and experienced a loss of consciousness, requiring treatment of oral liquid glucose provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.